Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. It was indicated that the patient used the cgm while pregnant, which is off-label usage of the device. On (B)(6) 2023, it was reported that the patient experienced inaccurate cgm values nine days after the sensor was inserted in the arm. In the early morning the pregnant patient experienced hypoglycemia with loss of consciousness, she was unresponsive, and her partner reported that she experienced restless movements. The patient´s partner treated the patient with a glucagon injection and called an ambulance. After the glucagon injection the blood glucose was showing 2.8 mmol/l and there was no cgm value reported. There was no additional documentation about the bg or cgm values during the event. There was no documentation about the treatment administered by the paramedics. The paramedics then left after about 1 hour once the patient was feeling stable and well. The diabetic consultant confirmed to the patient that the dexcom device did not alarm for hypoglycemia due to inaccurate cgm values. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.